Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient was revised due to stiff knee. Tibial insert thickness was reduced and knee mobility was improved. Doi: (B)(6) 2016; dor: (B)(6) 2019; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> 8287525. Device history review ==> a previous device history record (DHR) review (B)(4) was conducted by the manufacture site. The DHR review revealed of the (B)(4) zero non-conformances of this lot were identified. Final micro and sterility tests passed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.